Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * were there any patient consequences? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2025 and suture was used. During the procedure, this case is from health authority. The patient was hospitalized for left inguinal hernia and underwent surgery on the second day after hospitalization. The suture used during the surgery broke three times, delaying the surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.